Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was not delivering insulin enough and also experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl. The customer stated that there was no insulin flow blocked alarm. The customer also stated that there was big air bubble in the tube. The reservoir will not be returned for analysis.